Event description:
It was reported that the patient experienced dizziness and syncope and presented to the hospital. The ventricular lead exhibited high threshold and an impedance measurement anomaly. A fluoroscopy revealed rib clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the outer coil was compressed at 31.5 cm to 32.5 cm from the lead tip. The insulation was compressed at 32.5 cm to 33 cm from the lead tip. The compression was consistent with rib clavicular crush. This likely caused the reported complaints of unacceptable threshold and impedance measurement anomaly.